Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer dropped the pump. Subsequently, it was noted that the pump was able to beep and vibrate however it was otherwise unresponsive. The customer's blood glucose (bg) level was 70 (mg/dl). It was indicated that the customer would use manual injections as alternate insulin therapy.